Manufacturer narrative:
(B)(4). The device was not received; therefore, a device analysis could not be performed. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a pvc free administration set leaked from a crack in the filter. The leak occurred during priming. There was no patient involvement. No additional information is available.